Event description:
A malfunction alarm was reported, but there were no notable events before the issue. The customer's blood glucose level did not exceed 500 mg/dl. Tandem technical support advised the customer on resetting the pump as a corrective measure, but the customer was not available to perform the reset at the time of the call. Further action was to be taken once the customer returned home. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.